Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to an allegation of error codes related to the failure of the flow and pressure sensor. The complaint was confirmed during the device's evaluation at the manufacturer's service center. The sensor and circuit board need to be replaced per the service technician.